Event description:
It was reported through the submission of a revision usage sheet that the patient's hip was revised. A 10° system 12 insert, 28mm biolox head, and +4 v40 adapter sleeve were implanted. Reason for revision: liner wear and osteolysis.

Manufacturer narrative:
An event regarding osteolysis involving an unknown system 12 liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : not returned